Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that noise and oversensing were also observed on the right ventricular channel. Due to this, an inappropriate non-sustained ventricular tachycardia (nsvt) was recorded. It is suspected that the lead experienced fracture, however, it has not been confirmed. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).